Event description:
It was reported that during setup prior to a surgical procedure at the user facility that the short pointer fell off, and the tip broke off. No medical intervention and no adverse consequences were reported with this event. As this event occurred during set up at the user facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility that the short pointer fell off, and the tip broke off. No medical intervention and no adverse consequences were reported with this event. As this event occurred during set up at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.